Event description:
It was reported that a vns patient had her device replaced due to end of service. The device was returned to the manufacturer for analysis. The device was confirmed to be at an end of service condition. It was noted that during the evaluation of the device, a leaky c6 capacitor was found causing an increased current consumption for the device. Once the c6 capacitor was replaced, the generator met testing specifications. However, results of the longevity prediction confirm that the eos condition was an expected event. As a result, the extent to which the c6 capacitor may have contributed to the end-of-service condition cannot be determined. There were no other anomalies observed with the device.